Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned